Event description:
The physician claims that the packaging label for cvs contact lens solution is missing a warning label for not inserting the product directly into the eyes. She treated a pt who used cvs contact lens solution for the eyes and it caused cornea burns and redness that lasted 4-5 hours. The dr also claims that the product is missing a red tip.